Manufacturer narrative:
The suspect product is the comfort curve test strip.

Event description:
Pt reported obtaining back-to-back blood glucose results, of 470 mg/dl and 105 mg/dl and of 494 mg/dl and 103 mg/dl and of 160 mg/dl and 61 mg/dl using a professional meter on his advantage test system. Pt did not modify therapy based on these results. The customer voluntarily went to the hosp, was monitored overnight and given IV glucose. Pt did not provide the location where the discrepant results were obtained. L1 quality control testing was out of range high and l2 quality control testing was in range on the system. Technical support requested the return of the suspect product and replacement product was shipped. The advantage test system: meter, comfort curve strip lot 549425 with expiration date 01/31/2008.